Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported an infection occurred and vegetation was present on the right atrial lead. It was further reported there was a pocket blister. The right atrial lead was explanted and replaced. No further patient complications have been reported as a result of this event.